Manufacturer narrative:
Evaluated one open/used reservoir. Inspected reservoir, snap-cap, and septum for anomalies, none were found. Ran occlusion test as follows: reservoir filled with diluent and connected to a new infusion set. Installed reservoir and connector into a 5xx insulin pump. Performed insulin pump manual prime, saw fluid flow through infusion set and out catheter tip. In conclusion the reservoir was not occluded.

Event description:
The customer reported via phone call that they received a no delivery alarm. The customer's blood glucose was 82 mg/dl at the time of incident. The customer reported that the no delivery alarm was resolved by changing reservoir after being assisted with troubleshooting. The reservoir will be returned for analysis.